Manufacturer narrative:
Complaint investigation is completed.

Event description:
During a transcarotid artery revascularization (tcar) procedure, the guidewire was difficult to advance due to lesion morphology and a dissection occurred. The procedure was converted to cea as a result of the event.

Event description:
During a transcarotid artery revascularization (tcar) procedure, the guidewire was difficult to advance due to lesion morphology and a dissection occurred. The procedure was converted to cea as a result of the event.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.